Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were the device jaws ever able to be opened: no. Use of another device.

Event description:
It was reported that during a thoracic procedure, before use of the device on patient, the device stayed jammed in a closed position after reloading. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56v11. Additional information was requested and the following was obtained: additional information requested: were the device jaws ever able to be opened? If yes, how were the device jaws opened? No. Use of another device. The ec45a device was received for analysis with no visual non-conformances and with an ecr45g cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.